Manufacturer narrative:
UDI for gore® dry seal flex introducer sheath dsf (B)(4). The review of the manufacturing paperwork verified that the lot involved in this event met all pre-release specifications. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent treatment for a thoracic aortic aneurysm and was treated with two conformable gore® tag® thoracic endoprostheses. Using a gore® dry seal flex introducer sheath dsf (24/65), two gore® tag® conformable thoracic stent grafts with active control system were implanted and reported to have successfully excluded the aneurysm. During the retraction of the introducer sheath, resistance was felt and the patient¿s right common iliac artery was noticed to have ruptured for a length of about 4 cm. Tortuosity and most likely vessel spasm were stated as having led to the rupture incident. An attempt to repair the ruptured artery with three viabahn endoprostheses was initially not successful due to inadequate device diameters and lengths available. The situation was however remedied by implanting an additional gore® excluder® iliac extender component to accompany the implanted viabahn devices.